Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. E1: correction facility name, address 1, city translated to english.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 7f sheath hole prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, while pre-placing a prostyle, the device needles did not engage with the cuffs. Therefore, an additional prostyle was attempted to be pre-placed. However, due to the plunger not being pushed in completely, the device needles did not engage with the cuffs. The sutures of two new prostyle devices were successfully placed. The sheath was upsized to a 16f sheath, and the tavi procedure was completed. Hemostasis was achieved with the pre-placed sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is being filed under a separate medwatch report.